Manufacturer narrative:
The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. The safety lock was unlocked and the actuation button was depressed. The device was returned without the protective cap. A visual inspection was conducted. The cutter casing was marked with the 3.8 mm designation. The cutting blade was examined using microscopy. The tissue plug was present and was retained in the blade. The needle was straight and did not appear to be bent. The trigger was fully depressed and no defects were observed in the casing. No defects were seen on the blade cutting edge when visualized under microscopy. In response to the reported "irregular/oval punch" the blade od was measured in 4 quadrants to verify roundness. The measurements show the cutter blade od was within specifications for the 3.8 mm device. We are unable to test the complaint unit for the reported failure mode "would not deploy easily" because the device is a single use device and was returned fully deployed. Therefore, a review of the certificate of conformity (c of c) for this device was conducted. The vendor certifies that the product has been manufactured in accordance with applicable customer specifications and drawings. As part of the certification process, the vendor certifies aortic cutter sharpness testing has been performed. Based on the condition of the device as found the reported complaint for "irregular punch" was unable to be confirmed. The root cause remains undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review.

Event description:
The hosp reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm punch would not deploy easily. When it did deploy, it made an irregular oval shaped hole. The hosp reports they used a partial occluding clamp to isolate the area, and then they were able to remove the clamp and utilize the heartstring seal. The initial device was used to complete the procedure. The hosp reports add'l tissue damage to the pt's aorta.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).